Event description:
During implantation of power port, the sheath dilator fractured at the one way hemostatic valve, causing the pt a hematoma. The physician was unable to continue with placement due to the hematoma. The procedure was ended and the pt was rescheduled for a later time to re-implant after the hematoma has resolved.